Manufacturer narrative:
Results: investigation summary: no actual sample was received for evaluation. However, photos were investigated. The photo investigated showed the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7226736. Bd was able to duplicate or confirm the customer¿s indicated failure mode. The product was not within specification. Root cause: we are unable to establish how the reported damage occurred because during process assessment no found activities could cause this type of failure mode. The cause for the reported issue could not be conclusively determined at the manufactured site bd nogales. Conclusion: since no samples were received for evaluation, a root cause for this incident could not be identified. No CAPA determination based on an evaluation of low severity, it was determined that no corrective action is required at this time. Quality nonconformance (B)(4) was created to communicate at the supplier of this defect, because during investigation was detected that is component was being received with this defect.

Event description:
It was reported that leakage occurred while using a bd durasafe¿ combined anesthesia kit. There was no report of injury or medical intervention.